Event description:
It was reported that, "surgeon felt there was avascular necrosis of the femoral condyles. Femoral component was loose. Revised."

Manufacturer narrative:
An evaluation of the device cannot be performed, as the device was not returned to the manufacturer. The hospital does not release explants. Additional information pertaining to the device referenced in this report (including medical records and x-rays) was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.